Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was having difficulty charging the pump. The customer connected the pump to the car adapter and observed smoke coming from the pump. Customer reported blood glucose (bg) level was 288 (mg/dl). Customer stated their elevated bg level was from consuming an apple and not related to the pump or supplies. A bolus was delivered to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received.